Event description:
It was reported that the part of the blue lure connector was detached. There was no reported patient injury.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of connector separation is confirmed; however, the exact cause is unknown. One photograph of a powertrialysis catheter was returned for evaluation. An initial visual observation of the photograph showed the catheter inserted into a patient. The red luer hub was observed to be intact. The collar of the blue luer hub was detached. The white silicone sleeve could be seen on the stem of the luer hub. No obvious plastic deformation could be seen on the sample in the returned photograph. While the exact cause of the observed connector separation could not be determined from the returned photograph, possible causes of the connector separation include incomplete connection, excessive tensile (pulling) force, over-pressurization, and environmental conditions.

Event description:
It was reported that the part of the blue lure connector was detached. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the part of the blue lure connector was detached. There was no reported patient injury.